Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. No product was returned; however, pictures were provided. Visual examination of the provided pictures identified that the neck of the stem had broken off from the body. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. This complaint was confirmed based on the x-ray review and the provided picture of the fractured stem. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: country: new zealand customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 27 years post implantation of a left total hip, the patient was revised due to a fractured femoral implant. The patient experienced instability and pain, and it was determined that the femoral stem had fractured. The surgeon performed an osteotomy of the femur to remove the broken femoral implant approximately a week after the broken stem was identified. Though requested, no additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. H6: component code: mechanical (g04): stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with fractured femoral component at the junction of the neck and stem. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-ray review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has not been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.